Event description:
During an incident in 2002, involving a female pt unresponsive and in cardiac arrest, this defibrillator would not get past the "check electrodes" prompt. The pads were switched but that did not help. The pt was disconnected from the defibrillator and CPR was performed.

Manufacturer narrative:
The returned defibrillator was tested and proper operation for pt treatment was verified. This testing included verification of the unit's impedance detection circuit and ability to treat a rhythm. The electrodes used at the scene were not returned for eval. The "check electrodes: message is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillation or intermittent impedance (noise) is sensed indicating faulty electorde, contact or connection. The hs3000 operating instructions explain the "check electordes" prompt and what to do should it be experienced. The customer was sent a letter explaining our evaluation and suggesting the electrodes as a possible cause.